Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10 mm x 3.00 mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.